Manufacturer narrative:
Correction: device analysis report updated to reflect the correct explant date of (B)(6)2014. This report is filed on february 21, 2017.

Manufacturer narrative:
Implanted device remains.

Event description:
An explanted device was received by the manufacturer on (B)(6) 2016. Additional information was requested on the reason for explantation; however, was not made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site. Debridement of the infected tissue and treatment with antibiotics did not resolve the issue. Subsequently, the device was explanted. This report is filed january 20, 2017.